Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issues. Tandem technical support performed a system check and the pump is functioning as intended. Customers blood glucose (bg) was "high"; although specific value was not provided. Customer addressed the elevated bg by changing the pump supplies, a correction bolus via the pump, and a correction injection via manual insulin injection.,

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.